Event description:
It was reported that the health care professional (hcp) requested a review of stored supraventricular tachycardia (svt) episodes for this pacemaker. Technical services (ts) provided a review and noted a regular occurrence of some extra beats that appear to be electromagnetic interference (emi). The hcp will follow up with the patient to determine the source of the emi. This device remains in service. No adverse patient effects were reported.